Manufacturer narrative:
Merge healthcare is investigating the customer's allegation.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that fa (fluorosciene angiogram) images were not able to be captured. On (B)(6) 2016, follow-up with the customer occurred and the customer indicated that those patients that had been recommended for fa testing were not being scheduled. Merge healthcare support sent the customer a replacement camera. On (B)(6) 2016, it was reported from the customer that the replacement camera was installed and working. With merge eye station not operating as expected, there is a potential for a delay in diagnosis or treatment for a patient. However, the customer has indicated that no direct patient harm occurred as a result of the delay in care. (B)(4).